Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent loss of capture was observed while reviewing the session records. Patient had left ventricular assist device and there were no adverse consequences to the patient. Recommended programming changes were not made, as the patient's own bpm were high. Patient is being monitored in intensive care unit.